Manufacturer narrative:
(B)(4). Follow up. Two photos were provided to the quality team for investigation. Both images showed a syringe in a sealed package with an unknown brownish discoloration on the plunger rod thumbrest. The foreign matter could not be identified from the photos, and the potential root cause could not be determined without a physical sample for further analysis. A device history record (DHR) review for lot number 5255203 revealed no rejected inspections or quality issues during production that could have contributed to the reported condition.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995, batch#: 5255203. Rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer and cc xxx and xxx on any future communication. Injuries or adverse event: no item: 302995, quantity affected: 1 bx, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: green substance on one single 10ml syringe; threw away case to ensure no contamination. Customer disposition request: replacement.